Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore, the root cause was undetermined. The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. She turned the hc off and called baxter. When she turned the hc back on it was showing se 2367. The baxter technical service representative (tsr) instructed the hp to end therapy and call her nurse in the morning. The tsr assisted the hp to end therapy. The hp would continue with continuous ambulatory peritoneal dialysis (capd) tonight. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.